Event description:
Jp drain popped open, spilling on patient. Then, drain not tight enough to reset suction. Biohazard concern for patient and health care provider in addition to medical device malfunction.